Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and found that the table and the c-arm could not move during a procedure. Review of the log files showed that the emergency button was pressed during the procedure time. The fse reconnected the emergency button to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table and the c-arm could not move during a procedure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) inspected the system onsite and reconnected the emergency button's cable which returned the device to use in good working order.